Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box shows evidence of an unconfirmed replace cartridge alarm on (B)(6) 2015 00:59. After alarm was confirmed a low battery warning was recorded at 01:37. On (B)(6) 2015 08:14 a por event was observed; deliveries resumed at 23:18. Pump current draws all measured within specifications. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. A battery life issue was not duplicated during testing. Removed the pump cover; no intermittent connections or moisture damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient inadequately responding to an appropriately emitted alarm).

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a power (battery life) issue. The reporter stated that the patient had a blood glucose (bg) of over 250mg/dl with polydipsia and symptoms of dehydration. The patient was treated by a other healthcare professional. The type of treatment was unavailable. Customer support (cs) completed troubleshooting and low battery alarms do appear in the history. The alarm history indicated that the battery life is less than expected. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in inadequately responding to an appropriately emitted alarm.